Event description:
Reporter alleged blood glucose measured 464 mg/dl back to back with a result of 60 mg/dl when testing was performed 1 minute apart. No actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.